Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple cubies were failed. A field service engineer (fse) powered down the station, removed the back panel, and assessed the parts and connections behind all drawers. An exposed wire on the pyxis bus cable was discovered, causing a spark and cascading errors, and the pyxis bus cable was replaced. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, multiple cubie failures occurred. A station reboot was performed followed by a recover storage space process, but the issue persisted. There were no adverse events or injuries reported based on this event.